Manufacturer narrative:
The field service engineer (fse) assessed instrument hardware and replaced the pipettor probe tip, incubator belt assembly, peristaltic pump tubing and clips, aspirate probes, and verified mixer motor speeds. The fse performed a passing high sensitivity system check to verify instrument hardware performance. Results conformed to the manufacturer's published performance specifications. The patient plasma samples were collected in lithium heparin tubes. The samples were centrifuged at 7,200 rpm (revolutions per minute) for three minutes. This medwatch report is related to 2122870-2012-01733.

Event description:
The customer reported false positive troponin I (access accutni) results on two separate days, for two patients, involving access 2 immunoassay system. The erroneous results were above the normal reference interval. This is report one of two. Subsequent analysis of the patient samples, on an alternate access 2 system, recovered lower results within the normal reference range for both patients. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer has a standard laboratory protocol to analyzed patient samples in duplicate. Quality control (qc) was within the customer's established limits on the date of the event. System checks, performed on (B)(6) 2012 were within instrument specifications. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.